Event description:
Complaint description: a pt's bowel was performed as a physician attempted to excise a polyp. A hand instrument (model not specified) was connected to an olympus psd-10 electro-surgical unit (esu). The pt's condition is currently unknown.